Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse observed the drawers (storage bin) mechanism broken. The storage bin and tether assembly were replaced and the mechanism was back to normal. All manifold tests, passed. The equipment operated as normal. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) tray holder cannot close.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during equipment preparation the cardiosave intra-aortic balloon pump (iabp) units doppler drawer damage tray holder cannot close. There was no patient harm reported.